Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately one month post-implant of bifurcated device and suprarenal aortic extension, the patient died. Reportedly, the initial procedure was emergent. The patient had presented with ruptured aortic aneurysm, of approximately 12 cm. The physician implanted a bifurcated device and a suprarenal aortic extension, and the patient was discharged in good condition. Approximately a week later, it is known that the patient presented to a different hospital, with complaint of back pain. Physician therapy was advised. Approximately three weeks after, the patient presented emergently to a secondary hospital and a leak around the aortic neck was identified. The patient was transferred to implanting hospital and implanting physician performed a cut down, and noted the aneurysm had grown approx 3cm, and had ruptured. The physician explanted the devices, and repaired the aneurysm using a dacron graft. However, the patient died approximately 7 hours later. The physician indicated the death was due to the amount of blood loss, caused by the rupture. The physician doesn't believe the devices have caused the patient's death. Additional note: patient had not come back for CT follow up, after initial implant.

Manufacturer narrative:
The device was not returned for evaluation. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: product use might have been incongruent with the IFU due to an oversize cuff; the aortic neck was less than 15 mm; the presence of aoritis might have indicated a pending rupture. These findings might have contributed to the reported event, as well as the patient's use of antiplatelet therapy. There might have been a persistent left sided endoleak type 2 at index. There might have been a cuff in-folding and an unknown, undetected and untreated endoleak (3a or 3b) two weeks post index associated with back pain and increase sac diameters. This event might have contributed to the subsequent, substantiated proximal endoleak 1a, inferior cuff migration (juxarenal) and partial collapse, main body thrombus, rupture, conversion, repair, common femoral thrombus (complication) and death. Use of the device has not been evaluated for repair of ruptured aneurysms and is considered off label use of the device. Because the effectiveness of treating aneurysm ruptures has not been evaluated, it could not be determined if a device issue was a contributor. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Device ws not provided for evaluation.